Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) approximately 6 months ago. According to the complainant, during a procedure to exchange the stent, the distal end of the stent tore and remains in the patient's kidney. Another device of the same model was implanted and the procedure was completed. It is reported that a procedure to remove the stent will be performed on an undetermined date, at another hospital. The patient is reported to be in "good" condition.

Manufacturer narrative:
Additional information received stating "the follow up procedure is going to be performed on (B)(6), 2010."

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. (B)(6). The complainant indicated that the device will not be returned for evaluation because it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) approximately 6 months ago. According to the complainant, during a procedure to exchange the stent, the distal end of the stent tore and remains in the patient's kidney. Another device of the same model was implanted and the procedure was completed. It is reported that a procedure to remove the stent will be performed on an undetermined date, at another hospital. The patient is reported to be in "good" condition.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) approximately 6 months ago. According to the complainant, during a procedure to exchange the stent, the distal end of the stent tore and remains in the patient's kidney. Another device of the same model was implanted and the procedure was completed. It is reported that a procedure to remove the stent will be performed on an undetermined date, at another hospital. The patient is reported to be in "good" condition.

Manufacturer narrative:
Follow up information received stating two pieces of the stent were removed from the patient, however, two pieces remain in the patient. The remaining two stent fragments will be removed in approximatley two months.

Manufacturer narrative:
Was: additional information was received on (B)(6), 2010 stating the follow up procedure was performed on (B)(6), 2010. The physician attempted to remove the stent with a retrieval basket, but it was unsuccessful. He then attempted to remove the stent with forceps, and the stent broken into two pieces. The stent remains in the patient. A follow up procedure is going to be performed on (B)(6). Changed to: additional information was received on (B)(6), 2010 stating the follow up procedure was performed on (B)(6), 2010. The physician attempted to remove the stent with a retrieval basket, but it was unsuccessful. He then attempted to remove the stent with forceps, and the stent broken into two pieces. The stent remains in the patient. A follow up procedure is going to be performed on (B)(6).

Manufacturer narrative:
Additional information was received on (B)(6), 2010 stating the follow up procedure was performed on (B)(6), 2010. The physician attempted to remove the stent with a retrieval basket, but it was unsuccessful. He then attempted to remove the stent with forceps, and the stent broken into two pieces. The stent remains in the patient. A follow up procedure is going to be performed on september. The patient is reported to be in "good" condition.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) approximately 6 months ago. According to the complainant, during a procedure to exchange the stent, the distal end of the stent tore and remains in the patient's kidney. Another device of the same model was implanted and the procedure was completed. It is reported that a procedure to remove the stent will be performed on an undetermined date, at another hospital. The patient is reported to be in "good" condition.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) approximately 6 months ago. According to the complainant, during a procedure to exchange the stent, the distal end of the stent tore and remains in the patient's kidney. Another device of the same model was implanted and the procedure was completed. It is reported that a procedure to remove the stent will be performed on an undetermined date, at another hospital. The patient is reported to be in "good" condition.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) approximately 6 months ago. According to the complainant, during a procedure to exchange the stent, the distal end of the stent tore and remains in the patient's kidney. Another device of the same model was implanted and the procedure was completed. It is reported that a procedure to remove the stent will be performed on an undetermined date, at another hospital. The patient is reported to be in "good" condition.

Manufacturer narrative:
A detailed device analysis, revealed the returned unit is not a boston scientific percuflex plus stent. The failure mode listed in the complaint cannot be confirmed. Therefore, the most probable root cause for this complaint is undeterminable.